Event description:
Infant with leakage of serosanguinous fluid around insertion site of PICC (peripherally inserted central catheter) line, second occurrence with same lot number leaking at hub. Hecc:4582. Dpc:1354. Reference report: mw5171683.